Manufacturer narrative:
Concomitant product: medline secondary syringe tubing; (2)syringes, therapy date (B)(6) 2017. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported during a tpn infusion, the administration set leaked on the distal tubing closest to the patient at the connection to a different product. This required the tubing and infusion fluid to be changed. There was no report of patient harm occurring from the event, and the set was not saved.